Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer's blood glucose level was 58-148 mg/dl. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.